Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage. The door knob was broken and damaged. Upon power up, the cycler verification failed. The screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up, however there was no display due to a blank screen and the screen functions were unable to be configured. The inverter board functionality verification failed. It was identified that the cause was due to a burnt coil on the transformer of the inverter board. There were no other visual discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of the liberty cycler would no longer come on. The peritoneal dialysis nurse (pdrn) reported that the cycler was plugged into several different outlets and that the cycler makes a beeping noise but the screen was blank. The cycler was reported to be working the day prior. Upon follow up, the pdrn reported that there was no patient involvement. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the coil on the transformer of the inverter board was burned.